Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual evaluation, it was noted that the edges of the tip of the inner tube, and the distal end of the outer tube were chipped. Edges of the inner hub and the spring retainer were damaged, showing flashes around. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to allowing the rotating portion to touch any metallic object during use, which can damage the device can ranging from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo.

Event description:
It was reported during the hip arthroscopy that the ball end mill produces a lot of metal abrasion. There are chips in the site. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.